Manufacturer narrative:
During ge healthcare technician checkout, it was found "system malfunctioning internal problem prevents normal operation ¿ use backup ventilation" message is occurring. Unable to perform checkout and mechanical mode ventilation. Manual mode ventilation is available. Downloaded error logs & found 'air mixture valve failed', 'n2o mixture valve failed', 'pcb: spl5 error' & 'o2 latching valve failed' errors are noticed. These errors are related to power management board (pmb) & frame interface board (fib). Replaced power management board, battery and fan of middle pan to fix the reported issue. (B)(4).

Event description:
The hospital reported, error: system malfunctioning internal problem, prevent operation. There was no reported patient involvement.